Event description:
Additional information indicates that this patient underwent a revision procedure and the device explanted; however, connected to an external temporary wire outside of the body. The device was later taken out of service and a new system was placed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system that was to be revised in the future due to infection. It was also reported that the device had migrated down the patient's chest. There were no additional adverse effects reported. This product remains in-service.